Event description:
It was reported that prior to a port placement procedure, the port allegedly fractured in one of the lumens. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2023).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport duo MRI implantable port kit was returned for evaluation. Gross visual, and microscopic visual evaluations were performed. The samples appeared to be clean. The investigation is confirmed for the reported fracture and material separation issues, as the right port stem of the powerport duo MRI implantable port was noted to have a fracture. The surface of the fracture was noted to be finely granular. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 08/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a port placement procedure, the port allegedly fractured in one of the lumens. It was further reported that the device allegedly separated. The procedure was completed using another device. There was no patient contact.